Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported signs of transient light sensitivity with increased ocular inflammation in a patient's left eye approximately five months post lasik. The patient notes that over the last week eye redness has increased along with light sensitivity. No improvement in dry eye was also reported. Patient is using artificial tears and lifitegrast ophthalmic solution. Topical steroid/antibiotic dosage was also increased. Patient is not satisfied and continues to be managed. If no improvement seen at follow up appointment then a surgery consult will be scheduled. Upon additional follow-up, symptoms are worsening instead of improving. Patient is unable to tolerate the illumination from the slit lamp. Patient is using topical steroid, ophthalmic gel, and artificial tears. Patient reports not using lifitegrast ophthalmic solution. Punctal plugs were inserted. Possible enhancement was discussed with the patient. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4)